Event description:
It was reported that revision surgery was performed 2 years after the primary procedure due to loosening and disassociation of the journey ii xr ins xlpe med 1-2 left 8mm. The other insert and the baseplate were additionally removed.